Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had circuit disconnect while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoot this issue with customer over the phone and suggested to check the disconnect sensitivity (dsens) settings. The customer reported to have already checked for leaks. Covidien was not authorized to service the device.